Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display became frozen on the fill tubing screen and the customer was unable to clear it. Reportedly, the customer reverted to manual injections. During troubleshooting with tandem technical support, the fill tubing screen was able to be cleared and insulin delivery via the pump was resumed. The customer's blood glucose level was 200 mg/dl and it was addressed with a manual injection.